Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer shut down and the customer smelled "burning." The programmer was returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported power issue; the programmer would no longer power on. The power supply was found out of electrical specification. Analysis could not confirm the reported burning smell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.